Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The fe arrived on site and investigated the reported issue on the instrument. The fe inspected the instrument and found that the collet was bent and the tip sleeve was sticking at position #4. The fe replaced the collet and tip sleeve. The fe performed splld checking procedure and tested the summit with oas user software. The instrument was tested without problem. The instrument is now performing as expected.